Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture", "exchange from textured to smooth due to concern with the product". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture", "exchange from textured to smooth due to concern with the product". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: unable observed openings on the device. Additional observations: observed deformation on the device. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.